Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer cannot interact with the bottom of the screen. The customer's blood glucose level was 225 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.